Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. The patient had a previous repair of the ascending aorta with a surgical graft and debranching of vessels proximal to the stent graft. The primary section of the stent graft system was implanted in the ascending arch approximately 1 cm distal to the dacron surgical graft. It was reported that approximately 3 months post-implant the stent graft was extended proximally with a valiant 38x38x100 to treat a pseudoaneurysm that had developed just distal to the ascending surgical graft. There was also a type I endoleak. The cause of the pseudoaneurysm was disease progression and lack of proximal seal. Seal was obtained after extending proximally with the 38 mm valiant stent graft, excluding the pseudoaneurysm and resolving the endoleak. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 2-days post-implant show that multiple stent grafts have been placed from the ascending thoracic aorta, implanted distally to just proximal to the celiac artery. The stent graft ID is approximately 25mm in the ascending thoracic aorta, 20mm at the top of the arch, 21mm at the distal arch, 18mm in the descending thoracic aorta, and 18mm at the distal end. With the exception of some possible stent graft infolding along the descending thoracic aorta, no stent graft issues are seen. Images from the reported pseudoaneurysm and endoleak were not returned. The cause of these events could not be determined from these images.

Event description:
A review of films 2 months post-secondary implant showed that a stent graft had been extended proximally; the proximal device had been placed approximately 2cm from the aortic valve in the ascending thoracic aorta. The great vessels had been bypassed. No stent graft issues or any endoleak is observed. The stent graft is patent. The possible stent graft infolding seen on the images 2-days post implant is not currently seen. The cause of the pseudoaneurysm, likely leading to the proximal type I endoleak, is uncertain. It is possible that this may have been caused by disease progression. It is also possible that the surgical graft in the ascending thoracic may have contributed.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure (pseudoaneurysm, endoleak). Failure to follow instructions (using closed web device as primary section). Unapproved use of device (pre-operative dissection; implanting in ascending aorta). Patient¿s condition affected effectiveness of device (disease progression; neck dilatation). Evaluation conclusions: known inherent risk of a procedure (pseudoaneurysm, endoleak). Failure to follow instructions (using closed web device as primary section). Unapproved or contraindicated use (pre-operative dissection; implanting in ascending aorta). Device failure related to patient condition (disease progression; neck dilatation).